Manufacturer narrative:
On 6/17/2016 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - (B)(4) service centre. Evaluation summary: the reported complaint could not be replicated in service centre, after over 10 hours operation. Light output is acceptable, and burning smell is not evident. Internally no components are damaged. Conclusion: unconfirmed complaint; could not be duplicated. Evaluation in billerica repair depot: a visual inspection found no visible, physical damage. Inspection of the printed circuit board in the rear module assembly also, found no visible damage or burnt or broken components. The led headlight was functionally tested an additional 30 minutes. There was no burning smell and the unit functioned as intended. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint was unconfirmed, unit was operated over 10 hours with no evidence of a burning smell. Internal components also revealed no evidence of burning or overheating.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
No light output. Burning smell from headlight pcb (printed circuit board).there was no delay to surgery and no medical intervention was required. No patient injury or harm. No adverse event reported.